Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast scar revision. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a primary breast augmentation with 355cc smooth mentor memorygel breast implant on the left, and an unspecified mentor gel breast implant on the right, experienced left-sided grade iii capsular contracture and bilateral scarring postoperatively. The patient presented with asymmetry and discomfort on the left breast, and capsular contracture was diagnosed via physical examination. As a result, the patient underwent unilateral explantation and replacement with like device on the left, catalog # shpx355, left lot-serial # (B)(4), and bilateral breast scar revision on (B)(6) 2021. This medwatch report is for the right-sided implant.